Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the back, which is off label usage of the device on (B)(6) 2021. The patient's mother stated the patient developed a pustule under the sensor area measuring less than 0.5 cm, consulted a healthcare personnel (hcp), and was taking oral flucloxacillin (antibiotic). At the time of the report the area was healing. The patient had also used an over the counter barrier cream like (B)(6). No additional patient or event information is available.